Event description:
It was reported that a tandem mobi cartridge alarm occurred, but the issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Earlier in the day, the customer added insulin to the existing cartridge and attempted to reload it, leading to the alarm issue. Technical support confirmed the alarm and provided guidance unrelated to standard procedures, which the customer understood. The customer successfully reloaded the original cartridge and resumed insulin therapy, resolving the issue.